Event description:
Pt reported having red bumps on the crown of her head and swelling of her eyes, face, lips, and tongue during an office visit approx one year into treatment for entire mouth (teeth) reconstruction which included the use of the suspect device on the following dates: (B)(6) 2007 & (B)(6) 2008. Pt reported rash on her body on return visit of (B)(6) 2009, along with a continuation of the previous symptoms which appear approx every other day.

Manufacturer narrative:
Pt had the suspect medical device used as a class v restoration on teeth number 6, 11 and 10 and as an endodontic lingual cuspal seal. The class v restorations were in place from 5 1/2 months to 7 1/2 months before the start of the pt's symptoms. The endodontic use was performed approx 2 weeks after the start of the pt's symptoms. Pt's known allergens are not contained in the formula or used in the manufacture of the suspect device. We do not believe the suspect medical device has caused the pts symptoms; however, because the allergens have not been definitively linked to pt's symptoms, this event is reportable.